Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. Phone fix was provided by field service engineer and clinical application specialist, advising customer to consider a change in settings, which the customer refused. Potential contributing factors to the incomplete flap may be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. During a later site visit, field service engineer verified system operation to include applicable sections of sir and bed cut threshold test. Field service engineer observed at least two-dozen small stains on the f-theta lens (looks like pt. Sneezed on lens). Cleaned f-theta and completed system verification confirming that system meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The user performed an energy check before the reported treatment. The logfile shows thirty-seven successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Possible contributing factors could be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an incomplete epithelial cuts on the side of a patient's right eye during lasik surgery. There are multiple related reports for this reported event. This report addresses patient initials (B)(6) , right eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)